Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); bg values were not provided. Cause of bg was not known. Manual injections were administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.